Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) at l2, a balloon burst at 300psi. Surgeon was using new inflation syringe but cautious not to exceed psi max of 400. There was no harm to patient with the burst balloon and the surgeon irrigated through the working cannula and suctioned out the contrast. There was no delay in overall procedure time. There were no patient symptoms or complications. The patient was not allergic to the contrast media.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.